Manufacturer narrative:
(B)(4) - device 6 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced adhesive issue with six infusion sets between (B)(6). Patient reported infusion set fell off during use. Blood glucose levels were between 100-199 mg/dl at the time of event. Patient used infusion set for 1-2 days and replaced infusion set and resumed insulin successfully. No further information available.